Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-s1. It was reported that the bone screw would not allow the set screw to thread properly. The set screws in the other bone screws were removed as was the rod so that the defective screw could be removed. The bone screw was replaced and the case was completed without incident. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.